Event description:
During an iliac pta / stenting treatment procedure, balloon rupture and stent deployment difficulties were encountered. The physician delivered the express-biliary ld 6.0x30x75cm stent to the target location, and inflated the balloon, but the balloon ruptured. Consequently, the stent was insufficiently deployed. The physician removed the ruptured stent delivery balloon and the stent remained inside the patient's body near the access incision site. The physician inserted another balloon into the middle of the stent and successfully delivered and deployed the stent at the target lesion. The patient is reported to be in exfellent condition without complications.